Event description:
Revision surgery - the pt presented complaining of groin pain. The doctor reviewed the x-rays and determined the cup positioning to be the issue. The doctor removed the existing cup and replaced the femoral neck, cup, liner and head.